Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 7.8 and 5.7 inr. The corresponding reported lab results were 4.65 and 3.64 inr. These are two different patient results.